Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and difficulty maintaining a charge. The patient underwent an ipg revision procedure.